Event description:
Info received indicated the head section was operating intermittently.

Manufacturer narrative:
The hill-rom technician found that the hydraulic manifold was contaminated. He found that sometimes the head up function worked and other times it did not work. He replaced the hydraulic manifold and the bed functioned to design specifications.